Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted, and the helix looks slightly bent inside the sleevehead. Torque could be transferred to extend and retract the helix when turning is-1 connector pin, and turns within specification. But in extending position, helix bent was also observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the lead was difficult to place. The physician noticed that under fluoro the helix was partially extended. Multiple attempts were made to place the lead and all were unsuccessful. The lead also exhibited no capture at maximum outputs at multiple locations. The lead was not used and another lead was successfully implanted without any difficulties. No patient complications have been reported as a result of this event.